Event description:
It was reported that the table will motor down on it's own intermittently. No injury reported. A field engineer was dispatched to the site. It was determined that the power control and lockout relay boards needed to be replaced and shielding was added to the through table cabling. Once this was completed the system was working as intended.